Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login require witness and unable to login. A technical support specialist (tss) followed the knowledge article bioid lumidigm update package 1.3 release for es ¿ failure recovery fix to reinstall the biometric identifier scanner drivers, completed the reinstall and rebooted the system. Followed up with the customer, confirmed no further issues, and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, login required witness when pulling medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.